Event description:
It was reported that on (B)(6) 2011, the patient presented with an acute myocardial infarction and was taken to the catheter lab where a 3.0x15mm xience v stent was implanted successfully in the 99% stenosed proximal left anterior descending artery at 9 atmospheres (atm). On (B)(6) 2011, ck and ck-mb were elevated. On (B)(6) 2011, the patient experienced cardiopulmonary arrest and on (B)(6) 2011, the patient died. An autopsy was not done. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4) - stent implanted during acute myocardial infarction. During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported death is listed in the xience v instructions for use as a known adverse event associated with coronary stenting. It was reported that the patient was presented with an acute myocardial infarction (mi) and the 3.0x15mm xience was successfully implanted. It should be noted that the instructions for use (IFU) states: contraindication for patients who had recent acute myocardial infarction (ami) or who have not normalized the cardiac enzyme levels after ami. The reported IFU deviation does not appear to have directly caused or contributed to the reported patient effect(s) that occurred after the index procedure. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the hospitalization appears to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. The reported vertricular fibrillation (a form of arrhythmia), cardiac arrest, elevated enzymes, respiratory failure, heart failure, hospitalization, and death are listed in the instructions for use (IFU) (B)(4) revision c) as known adverse events associated with coronary stenting.

Event description:
Subsequent to the initial medwatch, the following information was received: on (B)(6) 2011, the patient experienced chest pressure and dyspnea. On (B)(6) 2011, the patient experienced ventricular fibrillation (vf). Defibrillation and cardioversion were performed. Reportedly, per the physician, the cause of the vf was heart failure. The patient and family chose a do not resuscitate (dnr) status and on (B)(6) 2011, cardiopulmonary arrest was experienced. On (B)(6) 2011, the patient went into vf and died.